Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator had multiple alarms: 316 - blower failure and 401 - insp valve leaking. Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, log analysis found that tf 401 is active and triggering together with tf 316. Both these alarms have been active since 29apr2023. Replacing the moog blower with the micronel fixed the issue. Furthermore, no root cause has been determined yet. This report is for the blower failure. The report for the insp valve leak is in (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, however, the root cause was determined due to defective blower. As a resolution, after replacing the blower alarms 401 and 316 got resolved.